Event description:
Recovery filter placed in 2005 fractured and embolized to right ventricle and pulmonary artery. Also, one leg fractured and is embedded in a vertebral body. The filter and pulmonary artery fragment were removed but the ventricular and extravascular fragments remain in the pt.